Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The patient was stable and there were no adverse consequences.